Event description:
Boston scientific received information that an unidentified patient with a boston scientific right ventricular (rv) lead underwent a revision. The patient's system was being removed as the practicing physician believed that the system was implanted inappropriately and that the patient did not need defibrillation therapy. It was further reported that the rv lead appeared to have anomaly in which the gore sleeve was completely missing from the coil and the gore sleeve was not retrieved. No further complications were reported. Boston scientific attempted to get additional information regarding the patient's name and serial number; however, no further information was made available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.